Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a failure to alarm and the patient died.

Manufacturer narrative:
Logs were pulled and analyzed by the rse. The logs confirmed the alarm function of the ECG was switched off on (B)(6) 2023, at 3:41 am on the monitor. Alarm functions for respiration and spo2 were switched off on (B)(6) at around 7:26 pm and 7:37 pm on the monitor. As a result, neither audible nor visual parameter alarms were generated by the system. The fse went onsite to check the system. The fse confirmed tests were conducted and the system corresponds to the manufacturer's specifications and is ready for clinical use.based on the information available and the testing conducted, the device was functioning as intended and there is no malfunction on the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.